Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during inflation, the valve embolized. The valve was implanted in the arch and a second valve was used. The second valve was implanted successfully in the aortic root. No patient injury. The patient was good post-procedure. As per medical opinion, the event was due to a loss of rapid pacing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: the valve was implanted in the arch and the valve moved aortic during valve deployment. The following instructions for use (IFU) were reviewed: commander delivery system, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve embolization was confirmed based on the provided imagery. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, it was reported "during inflation, valve embolized. Valve was implanted in the arch" and as per the medical opinion, the event was due to loss of rapid pacing. Per the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" and "make sure pressure stabilizes before balloon inflation". The loss of pacing capture disrupted the balloon stability during thv post-dilation, causing the valve to embolize towards the aorta, as reported. Available information suggests that patient factors (loss of pacing capture) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.